Event description:
On (B)(6) 2012, the patient contacted animas to report that the audio and vibration alert on the insulin pump is not working. During troubleshooting, the animas representative verified that the both audio and vibration feature were working accordingly. There was no product misuse. The product was requested back for investigation. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged dual alarm failure (audio and vibration).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the pump alarm revealed that the warnings and alarms settings were set to high. During evaluation, the pump was powered up with appropriate audible and vibratory sounds. A 'loss of prime' was induced and reproduced during investigation. The reported issue was unable to be duplicated during the investigation.